Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a foreign distributor's representative. "I have problem with alarms of an avea s/n: (B)(4), only the visual alarms are activated, does not make sound even when the ventilator turns on. I already check the buzzer and is ok, this is the second gde [gas delivery engine] for this ventilator, customer is very unhappy and wants the gde [gas delivery engine] replaced under warranty."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. (B)(4). Carefusion is in the process of coordinating with the foreign distributor for the return of the alleged faulty gde [gas delivery engine] for evaluation. Once the alleged faulty gde [gas delivery engine] is received and the evaluation is complete, carefusion will submit a follow-up medwatch report.